Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. The device also had intermittent button response due to moisture damage on the electronic assembly.

Event description:
It is reported that the patient's insulin pump suffered water damage. The patient's blood glucose level is 88mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.